Event description:
On 26 feb 2026, a physician communicated to a varian medical science liaison (msl) that an adverse event occurred during a microwave ablation performed on (B)(6) 2026. The physician reviewed post-ablation images that were taken based on the patient presenting with extremely high liver values (patient¿s liver values have now returned to normal). The images revealed complete infarction of liver segments 3 and 4. The pre-ablation imaging reviewed by the physician showed that the lesion to be ablated was close to the portal vein. The lesion was ~2.5 cm and he chose a 3.8 by 3.8 ablation zone for 8 min @ 60w. As communicated to the msl, the physician wasn¿t concerned about ablating the portal vein; rather, the clinician¿s concern was a potential heat sink effect and diminished overall ablation margins.

Manufacturer narrative:
The reported event involved a microwave ablation procedure in which an intelliblate ximitry probe assembly (B)(6) (13g x 15cm) was used to treat a patient with stage four metastatic colorectal cancer. Following completion of the procedure, post ablation imaging was reviewed after the patient was noted to have elevated liver values. The patient¿s liver values subsequently returned to normal. Our investigation determined that the microwave probe functioned as intended, and no device malfunction was identified. The device was not returned for evaluation. A review of manufacturing and product records did not reveal any defects or nonconformities that could have contributed to the reported event. This event is not indicative of a device performance issue, and no corrective or preventive actions are warranted at this time.

Event description:
See completed mw-2026-00009, MFR report number 3008262715-2026-00006.

Manufacturer narrative:
H6- clinical code was incorrectly submitted as 1884 - hematoma. This was corrected to 1954 - liver damage/ dysfunction. This correction does not result in changes to the event description, device evaluation, or reportability determination. No additional changes have been made.